Event description:
It was reported that while in the cath lab, during a routine right radial angiogram for investigation of coronary disease, at pre-test, the md flushed the introducer needle and found that the needle appeared to be blocked. On (B)(6) 2012, the following info was received. The dr advised that during prep after flushing the needle, fluid was not coming out the needle straight. The clinician continued to use the needle for an unspecified period of time before changing the needle with a competitor's needle. It was reported that the pt developed a hematoma and access was relocated to the femoral artery. The hematoma was treated with ice.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.